Event description:
Silver adjustment tab came off mics. Surgical delay- =15 minutes. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the silver adjustment tab came off mics resulting in surgical delay of =15 minutes. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Device history records indicate 25 devices were manufactured under lot k09gv and 23 devices were accepted into final stock on 5/6/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. A review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09gv shows no additional complaint(s) related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Silver adjustment tab came off mics. Surgical delay- =15 minutes. Case type: tka.